Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
(B)(4). Customer stated via email that the patient was intubated; and was being bagged with a carefusion disposable resuscitation bag. The respiratory therapist was unable to ventilate the patient. It was discovered that the resuscitation bag separated at the connection of the inflation bulb causing an air leak which prevented proper ventilation. On (B)(6) 2015 carefusion received a follow up e-mail from the customer with additional information. Customer stated that there was a delay in ventilation until another bag was obtained and used. Patient was discharged and patient's current status is unknown.

Manufacturer narrative:
(B)(4). Unfortunately, no sample was sent for evaluation. Unfortunately without the lot number available it is not possible to review the batch history record to search for any extraordinary event that could contribute to the defect reported. Two years of complaints were reviewed from (B)(6) 2013 - (B)(6) 2015 and no trend was observed. Without sample available for evaluation it¿s not possible determine if personnel contributed to this failure current product line is running according to policy and procedure. In addition, our quality personnel perform a sampling by performing a visual and functional inspection according to procedure of inspection. No issues were found with the materials. It is not considered that equipment is related to the failure mode. No issues were found, since issue reported is not related to environment no issues were found with the design. Based on the investigation, at this time it¿s not possible to determine a root cause for the issue reported on product since the sample was not available for evaluation. At this time no corrective action will be implemented, since the defect could not be confirmed due the sample was not available for evaluation.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).